Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 19. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and fistula. No further patient complications were reported.